Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped automatic ventilation and posted a corresponding alarm. There was no detail in the report which would reasonably suggest that patient consequences might have occurred.

Manufacturer narrative:
The local service organization has evaluated the device on-site and has reportedly replaced a specific pcb which is connected via cabling to the main board. The part was requested for a manufacturer's analysis but has not yet been received. The particular pcb has no functional connection to the ventilator but it would nevertheless be plausible that a loose connector causes a ventilator failure condition since the motor position detection system is supplied via this voltage line and the same connector, too. If this voltage is missing the ventilator piston may outrun the "home position" and may be stuck at the mechanical end stop. This leads to shutdown of automatic ventilation which is accompanied by a corresponding alarm. Manual ventilation remains possible in this case. Due to not having the possibility so far to evaluate the suspected part, only a general assessment is possible. The entire device was in use for less than one year. It is not plausible that the connector became detached due to e.g. Vibrations since it is equipped with a locking mechanism. Furthermore, the entire electronics is surrounded by a metal housing which secures the subsystem against impact of mechanical force. It can be finally concluded that the system response upon such deviation was the expected one, shutdown of automatic ventilation to prevent from serious damages to the ventilator system and the generation of a corresponding alarm to alert the user.

Event description:
Please refer to initial MFR. Report.